Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the non-specific EKG/ECG changes could not be definitively determined based on the information available. There was no ivl device malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). A brief episode of ventricular fibrillation (vf) was observed during the procedure. There was no sustained arrhythmia, and it was resolved spontaneously within a few seconds. Ventricular capture and abnormal premature contractions corresponded with the catheter's impulses. The patient's spontaneous extrasystoles were quite different, and therefore there was no doubt about depolarization due to the shockwave impulses. The ECG trace suggests a benign and transient ventricular capture, with energy levels far below the threshold required to induce vf or damage implantable devices. The patient experienced premature ventricular contractions (pvcs), but there was no clinical impact. The patient was immediately stabilized after the event, with no hemodynamic compromise. According to the medical team, the patient is doing very well, with no sequelae or complications following the procedure. There was no ivl malfunction reported. Since the patient had a fragile condition, including a long qt interval and an ejection fraction of 15%, close monitoring was maintained to manage potential risks such as t-wave pacing and ventricular fibrillation.